Event description:
Reporter stated the display of the pump is partial. No adverse event reported. Product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).